Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were not able to make out numbers. Their meter allegedly had missing segments. The result on their meter was: unknown. The result on the: none. The time difference between patient's meter and: no comparison. Treatment was: not treated. No further information has been reported.